Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's leads were cut during unrelated surgery. Surgical intervention was undertaken to explant the entire scs system to address the issue.